Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of approximately 30 mg/dl; cause was unknown. Reportedly, the customer required assistance from partner to treat bg via consumption of glucose tablets and carbohydrates. No additional information was provided.